Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well images in question on the instrument in question, and they appeared weakly visually positive.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.